Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The instrument was determined to be within calibration. It was likely that the tip sheared due to over-torquing our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which a torque wrench tip broke off in a set screw and was unable to be removed. The tip remains embedded within the set screw inside of the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. Not returned.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which a torque wrench tip broke off in a set screw and was unable to be removed. The tip remains embedded within the set screw inside of the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. Not returned.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which a torque wrench tip broke off in a set screw and was unable to be removed. The tip remains embedded within the set screw inside of the patient.